Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they were getting qualitative results for cmv igg and cmv igm instead of getting the values in ratio (index). The lis configuration settings on the immulite 2000 xpi instrument had qualitative only settings selected. The configuration setting was changed to ratio only and the issue was resolved. The cause of the incorrect values being transmitted to the centralink was due to the incorrect configuration settings on the lis of the immulite 2000 xpi instrument. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer removed the versacell connection from the immulite 2000 xpi instrument and connected the immulite 2000 xpi laboratory information system (lis) directly to the centralink. While running the patient samples, the customer noticed that the results for igg antibodies to cytomegalovirus (cmv igg) and igm antibodies to cytomegalovirus (cmv igm) were transferred to the centralink data management system as qualitative results instead of being transferred as ratio (index) values. The incorrect results were not reported to the physician(s). After the setting was corrected, the patient results were retransmitted to the centralink and were correct. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect results being transmitted.